Event description:
New information received stated that rv lead dislodgement was confirmed on x-ray. The lead was repositioned. Impedance value was normal. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented in clinic, low impedance was noted on the rv lead. Lead dislodgement was suspected.